Event description:
Related manufacturer reference number: 2017865-2023-24107. It was reported a patient presented in a ventricular fibrillation (vf) storm in which the implantable cardioverter defibrillator (ICD) was unable to convert the rhythm and the patient lost consciousness. This was addressed in a procedure on (B)(6) 2023 in which the device was explanted and replaced. During procedure it was noted the atrial lead had high capture thresholds, p-wave amplitude variation, and low pacing impedance. No changes were made to the atrial lead. Post-procedure the patient was stable.

Event description:
It was also noted the implantable cardioverter defibrillator (ICD) presented with poor sensing.